Event description:
Crna opened stryker interpulse set with suction tubing, noticed oil leakage. When checking for package integrity, more were found. Removed product from usage. Four lot numbers were found with leakage.